Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient had an infection. Symptoms of fever and back pain at the needle insertion site were noted. It was unknown if infection was related to the trial. The patient went to the emergency room (ER) and was placed on antibiotics. The patient was reportedly doing better.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the trial patient had an infection. Symptoms of fever and back pain at the needle insertion site were noted. It was unknown if infection was related to the trial. The patient went to the emergency room (ER) and was placed on antibiotics. The patient was reportedly doing better.